Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: hg5u1k801, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, foreign, distributor) regarding a patient who was receiving gabalon of an unknown concentration at a daily dose rate of 600 mcg. The patient¿s medical history/history of side effects included worsening spasticity. It was reported that pump replacement on (B)(6) 2022 was considered due to an infection in the abdominal wound, but the patient¿s condition was to be observed. The pump was later removed on (B)(6) 2022. Pump and catheter replacement were to be considered. But first of all, the pump was removed after thoroughly treating the infection. It was further indicated that when the previous pump was replaced on (B)(6) 2022, the pump connector of the catheter was broken. The catheter was replaced on (B)(6) 2022. Refer also to MFR report # 2182207-2022-01537 regarding prior event regarding worsening spasticity, connector having been broken, and catheter replacement. It was noted that at that time, the laparotomy might have affected the wound infection, and it could not be denied that the infection was caused by the procedure. Pus was drained with debridement. The patient¿s progress was to be observed and future measures were to be considered. The onset of the wound infection (abdominal) was (B)(6) 2022. The relationship of the event/infection to drug, pump, and catheter were unrelated. The relationship of the event to procedure was unknown. The patient¿s weight at the time of the event was unknown.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial/lot# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The pump would not be returned as hit had been discarded. Additional information was received from a foreign healthcare provider via a distributor on 2022-sep-01. At yesterday's (2022-aug-31) stage, the condition was improving. The infection was in the abdomen however, the entire area, including the catheter, was removed. Both the abdominal region and the back region were currently recovering.